Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for temp issues or error code 4 to occur.

Event description:
It was reported that during an unk procedure, the handpiece gave an error code 4. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.